Event description:
It was reported that lens vaulting (z-syndrome) was noted in the patient's left eye approximately 20 weeks post implant. The patient noticed decrease in vision. Yag was performed and successfully resolved the z-syndrome. According to the surgeon, capsule contraction was the likely cause of the event. Please reference 2031924-2014-00302 for the patient's right eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.